Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient had the impella implanted via direct access developed bleeding in their left pleural and mediastinal spaces. The patient was taken to the operating room for a washout due to the bleeding in the chest. Positioning was verified via echocardiogram (echo); however, the ventricles were underfilled and the patient was given 2 units prbcs, 2 units ffp, and 2 units of platelets before the chest could be closed. Support with the implanted pump was maintained throughout the intervention.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The root cause of the bleeding was not determined. It was reported that the patient experiencing bleeding in left pleural and mediastinal spaces and the patient was taken for wash out. Later the wash out, there were no patient updated concerning the bleeding and the issue seemed to be resolved. There were no clinical details submitted that concerns the impella in relation to the cause of the bleeding. Hence the root cause of the issue not determined. But, the pump functioning was good till the end of the case.